Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not stop activating. The cord was switched and the hemopro worked fine. The replacement cord was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).